Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the nanotack flex anchors have been uncoiling while removing the insertion handle and reportedly causing weak points to occur. It was reported that the inserter broke upon anchor deployment and inserter was not able to be removed from patient anatomy. Reportedly surgeon was not worried about further harm.

Manufacturer narrative:
According to what was reported, the device is not available for evaluation as it was discarded. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: inserter broke upon anchor deployment. Probable root cause: process: inserter and/or guide manufactured out of specification. Inserter deployment mechanism not assembled to specification. Debris left in/on the device during manufacturing. Application: excessive force impacting anchor. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the nanotack flex anchors have been uncoiling while removing the insertion handle and reportedly causing weak points to occur. It was reported that the inserter broke upon anchor deployment and inserter was not able to be removed from patient anatomy. Reportedly surgeon was not worried about further harm.